Manufacturer narrative:
(B)(4). The insulin pump was received with a blank flashing display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/ seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The pump was received with a cracked case (battery tube) and cracked battery tube threads. The unit p-cap / test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery alarm did not display when battery was removed. Customer stated the battery cap was damaged nor corroded. Customer noticed crack on insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.